Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that discrepancies could be attributed to the lag between bg and sg inherent to the sensing technology. Customer care recommended that the user re-link their sensor to clear the calibration history and any possible calibration misalignment. Post re-link, bg values entered as calibrations during initialization phase fit sg well, with some lag. The user was advised to continue using the system and calibrate when requested. Per dms review, the user was using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.